Event description:
Indication for procedure: malfunctioning lead. Procedure: left-sided procedure was conducted in the or. Both fluoroscopy and an arterial line were used throughout the procedure. The procedure utilized a lld-ez, a 14f and 16f sls. The physician began lasing down the rv lead with a 14f sls. The physician up sized to a 16f sls and successfully removed the lead. After removing the laser sheath, the patient's blood pressure began to slowly drop. CT surgeon was called, patient's chest was opened and injury successfully repaired. Device analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event. Patient outcome: injury was found to be a right atrial perforation which was successfully repaired. Patient recovered without any further reported complications.

Manufacturer narrative:
Manufacturer dates for all devices: 518-062; 500-012/unknown - unknown; 500-013 - 02/26/09; 500-013 - 03/25/08; 500-013 - 03/25/08.